Event description:
When using CT scanner for head images the collimator should at the 5 mm beam slice position. This scanner was at the 7-8 mm beam slice position and there was no alert or indication that it was in the incorrect position. The collimator had to be replaced. Scan repeated.